Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the day he called to report his insulin pump missing, he had to treat via manual injection with a syringe and took too much insulin. He reported that during the night he began convulsing and his wife woke up to care for him. She tried calling paramedics but their phone was out due to a phone strike. His wife administered 3 shots of glucagon. He later became responsive and took 8 or 9 sugar pills. He then checked his blood glucose reading and it was finally at 52 mg/dl. The cops showed up 2 hours later, but the customer had already recovered. The customer also inquired about getting a new insulin pump, but was informed that he could not because his lost device was still in warranty. The customer asked if he could keep his loaner device longer. No further details were provided.